Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman truseal access system with the dilator in the sheath and blood in the device. The device was microscopically and visually examined. There were kinks on the sheath 38.5cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported sheath kink. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The placement of the 30mm closure device was proximal and a leak was noted around the anterior side of the device. Therefore, a full recapture of the 30mm closure device was performed. A resistance was felt, and imaging confirmed a kink in the proximal part of the access sheath within the right femoral vein after recapture. The kinked access sheath was removed by inserting a dilator, a new double curve access system was inserted, and a new 27mm closure device was used as the physician wanted to place the device more distal. The second access system also kinked, however, this was noted upon advancement while adjusting the shaft of the sheath. Another new double curve was device was then used to successfully complete the procedure. No patient complications were noted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The placement of the 30mm closure device was proximal and a leak was noted around the anterior side of the device. Therefore, a full recapture of the 30mm closure device was performed. A resistance was felt, and imaging confirmed a kink in the proximal part of the access sheath within the right femoral vein after recapture. The kinked access sheath was removed by inserting a dilator, a new double curve access system was inserted, and a new 27mm closure device was used as the physician wanted to place the device more distal. The second access system also kinked, however, this was noted upon advancement while adjusting the shaft of the sheath. Another new double curve was device was then used to successfully complete the procedure. No patient complications were noted.